Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake. It was also reported that that the customer experienced sensor glucose vs. Blood glucose discrepancy. The customer reported blood glucose value of 72 mg/dl. The event involved product(s) mmt-397a, mmt-7040ma, mmt-1884, mmt-332a. Troubleshooting was performed for sensor issue. Customer mentioned the sensor glucose reading was 110 mg/dl and blood glucose was 72 mg/dl and the difference between sensor glucose vs. Blood glucose was more than 30%. The sensor glucose vs blood glucose difference was not within range. No further patient complications were reported. It was unknown whether the auto mode was active at a time of the event and customer was using the insulin pump within 48 hours of the event. No product return is required for mmt-397a. Product return requested for mmt-7040ma. Customer declined to return, or is unable to return. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a.